Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the springs on the barcoda printer with a bd kiestra inoqula failed to hold up the lid. The following information was provided by the initial reporter: it was reported that current gas springs for barcoda printer hood cover failed to hold.

Event description:
It was reported that the springs on the barcoda printer with a bd (B)(6) failed to hold up the lid. The following information was provided by the initial reporter: it was reported that current gas springs for barcoda printer hood cover failed to hold.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary "the field service engineer reported on the bd kiestra inoqula (material # 447202 - serial # (B)(6), while being onsite for a printer vacuum error on the barcoda printer, noticed that the gas spring on the hood cover of the barcoda printer did not hold the hood cover when opened. The field service engineer replaced the gas springs as per klafs0002 inoqula service manuel rev.12 and used part # 5000-555-19: barcoda small top cover gas spring, which part was ordered from shr 655, 446072 - gas spring 08-19 80 205 100n and clevis. The new gas springs were tested without errors. The inoqula stand-alone was returned to the customer for normal use. The inoqula stand-alone is functioning properly and fully operational. CAPA 5284707 has been initiated and situation analyses have been opened for the investigation of corrective actions leading to avoid risks of errors and user injury. The issue that the gas spring on the hood cover of the barcoda printer did not hold the hood cover when opened was confirmed by the field service engineer. This complaint has been included in the CAPA 5284707 for traceability of the issue. Design history record (DHR) review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. H3 other text : see h10.

Event description:
It was reported that the springs on the barcoda printer with a bd kiestra inoqula failed to hold up the lid. The following information was provided by the initial reporter: it was reported that current gas springs for barcoda printer hood cover failed to hold.